Event description:
Been having more pain in back, abdomen, legs, hips, headaches, light headed, achy body, worse depression, heavy flow on period, lot of clots when on period and having period longer, about twice a month.